Event description:
It was reported that during a da-vinci assisted low anterior resection surgical procedure, the prograsp forceps instrument wrist was found to be damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting damaged, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.218¿ x 0.146¿ was broken and not returned with the instrument. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and material was found missing. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation(s) not reported by site were also identified: the prograsp forceps instrument was found to have a frayed grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.